Event description:
Eleven months after heartware lvad implant the subject was explanted in preparation for transplant. During surgery the patient experienced uncontrolled bleeding/disseminated intravascular coagulation and expired in the operating room due to massive blood loss. The health care provider stated death as ¿likely cause due to anti-coagulation for lvad patient management¿. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Hvad® pump was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that pump met all requirements for release. Independent pathological analysis did not reveal any conditions that would have contributed to the reported event. The cause of the event cannot be conclusively determined. Based on the review of the information available, there is no evidence to suggest that a device malfunction led to the reported event. No additional information will be forthcoming.